Event description:
It was reported to philips that the system stopped and restarted unexpectedly several times. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited onsite and confirmed the reported problem. Review of the logfiles identified that the icontrol interface lost connection with internal component which confirmed an issue with the suite pc. The fse replaced the suite pc to resolve the issue. After that, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcomes.